Event description:
Additional information received reported that the patient had not been scheduled for a revision yet and the device remains flipped. There were issues regarding the patient being off blood thinners and having cardiac issues.

Event description:
It was reported that the patient's neurostimulator was moved away from the waist line on (B)(6). Following the revision, the patient was unable to get any coupling bars. The outline of the device could be felt through the skin and was not very deep. The doctor ordered an ap x-ray and the film confirmed that the battery was flipped. The patient was to be scheduled for a procedure to reposition the battery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the implantable neurostimulator (ins) might be flipped but was not confirmed. The ins overdischarged was suspected. The patient didn't recharge the ins for 11 months. The patient did not recharge the ins due to the fluid around pocket and possible infection. The revision was on the call day for possible flipped ins. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not flipped. It was noted that the device was either "discharged or overdischarged" but it was unknown. It was noted that the ins was replaced. It was further noted that there was no infection and the patient was "doing fine."

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead: model 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).